Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia on (B)(6) 2019 at 5 pm due to possible under delivery of insulin. It was reported that the customer had high blood glucose levels ranged from 15 mmol/l to 36 mmol/l. It was reported that the customer was with stomach feeling off and he tested his blood glucose levels and it was 7.3 mmol/l. It was reported that he customer was disconnected from the tubing to take shower and had changed everything and then was reconnected on the insulin pump. It was reported that the customer tested his blood glucose levels and it was 15 mmol/l. The customer gave a bolus of 8 units and after the thirty minutes it was 17 mmol/l. It was reported that the customer gave himself of 10 units of insulin and the blood glucose level was 28 mmol/l. It was reported that the customer gave himself bolus of 14 units and his blood glucose levels was 36 mmol/l. It was reported that the customer had stomach flu. It was reported that the customer¿s current blood glucose level was 5.6 mmol/l. The customer reported that he was vomiting when arrived at the hospital and woke with upset stomach. The customer was treated with intravenous drip. It was reported that the customer alleged that the insulin pump was under delivering insulin because the boluses he was giving himself was making his blood glucose levels higher. The customer reported that his daily total was showing 92 units on february 6 and the bolus delivered was 68.3. The customer reported that the cannula was slightly bent on the infusion set. The customer declined to perform troubleshooting. Product is expected to return.